Event description:
Silverhawk catheter tip broke off while trying to achieve crossing of the 100% occlusion on the distal left superficial femoral artery as well as accessing the left anterior tibial artery. It was thought the small es plus atherectomy catheter was able to cross this site but this was unsuccessful. In an attempt to retrieve the atherectomy catheter, the distal plastic tip broke free from the catheter, however it remained connected to the 0.14 wire. Multiple attempts to retrieve this tip were carried out. It was successfully retrieved without further complication. The tip was retrieved with a snare.